Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, three weeks post implant of the implantable cardiac monitor (icm), the patient experienced pain and pressure in their chest which required hospitalization. The device remains in use. No further patient complications have been reported as a result of this event.